Event description:
Nellcor puritan bennett received a call from a representative of user facility on 9/21/999, who called to report the following problem: all leds on, with constant single tone alarm. Unit not cycling.